Event description:
It was reported that customer was hospitalized for dka. Prior to the event, the customer had hbgs and was vomiting. The contact stated that the customer changed out the set. According to the md, the cause of the event was pump related it was confirmed that the programming and histories were accurate. The history showed that an alarm bad occurred prior to the event. Troubleshooting was done and the pump passed the functional tests. The contact was educated on the alarm.